Manufacturer narrative:
Discordant positive results in antibody screening & identification using the mts gel card system in conjunction with an ortho vision mts analyser. The root cause is due to user error, the incorrect solution (formaldehyde) being used to clean the instrument. No general product failure is identified. No biased result was reported to a physician. No patients were harmed. Email address for contact office: (B)(6).

Event description:
The customer reported discordant positive results in antibody screening & identification using the mts gel card system in conjunction with their ortho vision mts analyzer. The customer reported that on (B)(6) 2020, they had tested a minimum of 5 patient samples for antibody screening and one for antibody identification using their ortho vision mts analyser and had obtained discordant positive results. The customer reported that they had retested the same patient samples using the same reagents in manual technique and that they obtained negative results. The customer explained that they suspected an error had occurred as a patient being tested on the day of the reported event had no previous history of known antibodies, and they had obtained positive results for all screening cells and the auto control. The customer reported that no biased results were reported to a physician. The customer reported that the patients were not harmed as a result of the reported event.